Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had vegetation visible on their lead, as seen by echocardiogram. The implantable pulse generator (ipg) system was explanted and will be replaced at a future date. No further patient complications have been reported as a result of this event.